Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the over infusion event was not related to the device however, it was reported that the nurse set the rate for 50 ml/hr. Instead of 5ml/hr. The facility biomed downloaded the event logs to determine it was a programming error. Although requested no further details provided.